Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 1200 mg/dl. Customer performed a supply change in attempt to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. The customer was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.